Event description:
There was an allegation of questionable ise results for approximately 10 patient samples from the cobas 8000 cobas ise module (double). Data for 2 patient samples was provided. Sample 1 initial sodium result was 180 mmol/l, and the repeat result was 137 mmol/l. The initial chloride result was 129 mmol/l, and the repeat result was 109 mmol/l. Sample 2 initial potassium result was 5.7 mmol/l, and the repeat result was 4.5 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found an issue with the dilution bath assembly ultrasonic mixer. He replaced the dilution bath assembly and the potassium electrode. He performed successful ise checks, primes, and precision testing. The investigation is ongoing.

Manufacturer narrative:
The investigation determiend that the service actions resolved the issue.